Event description:
It was reported the patient had a (B)(6) infection around the implant in 2010. It was reported they had to pull pus out of the area and it took two months for the area around the incision to heal, but it did clear up.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# j0427741v, implanted: (B)(6) 2004,: product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n240230, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: adapter. (B)(4).